Manufacturer narrative:
Concomitant medical products: product ID: rvdr01, serial# (B)(4), implanted: (B)(6) 2012.

Event description:
It was reported the patient was feeling weak and intermittent right ventricular (rv) lead loss of capture was observed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.